Event description:
A breast biopsy marker was utilized during an uneventful stereotactic breast biopsy. A followup x-ray of the breast displayed both the marker as well as unknown metallic objects in proximity to the marker that were not intended to be left in the biopsy location.the radiologist believes that the biopsy marker insertion tool left the unidentified metallic pieces behind. This belief is supported by the fact that an unopened biopsy insertion tool from the same lot was x-rayed and found to have a similar metallic object floating separate from the clip.